Event description:
When the stimulation was turned on the pt experienced intermittent shooting pain along the lead wires and at the lead wire/extension connection. The hcp described the pain was an electrical shocking on the side of his head, left greater than right. The pain gave the pt headaches. There was no known incident or accident related to the complaint. The hcp wasn't entirely clear about the cause of the pain. The device was reprogrammed 2008 with some symptomatic improvements. The pt was still having symptoms as of 2008. The hcp was contemplating further treatment. Add'l info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.